Manufacturer narrative:
.

Event description:
A canadian customer received blood glucose readings approximately 20mmol/l or higher on the contour xt meter, while blood readings on a different meter were 7 and 8mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. It was requested that the test strips be returned for evaluation.